Event description:
Medtronic received a report there was a cuff leak on the tracheal tube. Customer indicated the was no patient injury with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed.

Event description:
Medtronic received a report there was a cuff leak on the tracheal tube. Customer indicated the was no patient injury with this event.